Manufacturer narrative:
6/16/97-supplemental report #1 submitted to FDA.

Event description:
During a low anterior resection procedure, the staples fell from the site when the instrument was removed. The surgeon applied suture. No pt injury was reported.